Event description:
A healthcare professional (hcp) reported via manufacturer representative that the tube was not working. After doing an initial electrode check ,everything seemed ok. After starting the case, the device was very noisy and when the account did another electrode check, it did not pass. The account switched to a different mainframe during the case but that did not resolve the issue. The event occurred intra-operatively. There was no patient impact.

Manufacturer narrative:
H3: there were 4 devices with same lot and product ID were returned for analysis. There was residue consistent with biological contaminates on the device. The electrode wires in the returned sample were tested for continuity all of the 4 returned devices had continuity within specification. In the returned condition, there was no physical damage and there was no out of specification condition that is likely related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.